Manufacturer narrative:
(B)(4). Methods: films. Results: occlusion. Insufficient information; cause is unknown. Conclusions: occlusion. Insufficient information; cause is unknown.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently approximately 1 month post-implant. The bifurcated stent graft was found to be occluded. The patient was lysed, and a follow-up CT showed the occlusion to be resolved. The cause of the occlusion is unknown, however the physician noted that the patient is also being treated for cancer. The patient was discharged from the hospital and prescribed coumadin and plavix to prevent additional occlusions. No additional clinical sequelae were reported, and the patient is fine. A review of returned films 1-month post implant showed that the stent graft was positioned just below the renals. The entire stent graft was completely occluded beginning just below the proximal graft margin; the ipsilateral limb was placed into the right iliac and extended into the right external iliac. The right internal iliac was coiled. The max diameter aaa was 5cm, and the right common iliac aneurysm was 3cm. The stent graft ID was 21mm at the proximal graft margin, 20 x 22mm at the flow divider. The ipsilateral limb ID was 11 x 12mm at the level of the gate, 14 x 17mm within the right iliac aneurysm, and 7mm within the right external. The contralateral limb ID was 9 x 10mm within the gate, 10mm within the aaa sac. There was slight lateral angulation and ID narrowing (to 7mm) at the origin of the left common iliac, and within the left common iliac the ID measured 9 -10mm. Angiography images post -intervention show that the stent graft occlusion has resolved. Other than slight stent graft narrowing at the left common iliac limb origin, no stent graft issues were observed. The cause of the occlusion could not be determined; this may have been caused by a patient condition.